Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was having difficulty charging the pump with the usb cable and wall adapter. There was no impact to the customer's blood glucose level. A replacement usb cable and wall adapter were sent to the customer. Although confirmation was requested as to whether or not the charging supplies resolved the reported charging issue, it was unable to be confirmed.